Event description:
The site reported that they had a case in which the locatable guide was not sensed inside the electromagnetic field. In addition, it was reported that the set up screen that allows the user to choose the room had disappeared, however it was seen before registration. The physician chose to cancel the case. The patient was under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
A component of the system, the locatable guide, was discarded on site. Therefore, the locatable guide can not be analyzed. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.